Event description:
It was reported that the device had a red substance leaking from the driver housing. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and an evaluation is anticipated. This report will be updated when the investigation is completed.